Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first step of sleeve procedure, the green button was not able to be pressed and the handle could not be squeezed. The device was not able to fire. The surgeon replaced the reload to resolve the issue. There was no patient injury.